Event description:
It was reported that a navigation system ii was emitting smoke, rear of the camera, where the cable plugs in after a procedure. No visible smoke was reported, no adverse consequence was associated with the event.

Manufacturer narrative:
Based on previous complaints, CAPA was opened to address smoking cameras. This camera was mfg prior to the implementation of the CAPA.